Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue first occurred a week prior to the alert date of (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dsage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that around the same time that the alleged product issue started they experienced a headache, but denied receiving any form of treatment due to this symptom. At the time of troubleshooting the csr noted that the patient did not have testing supplies available to perform a retest and the issue could not be resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.